Manufacturer narrative:
The monitor contains a touchscreen for the user, as well as a speaker for sounding alerts and voice prompts. Prior to delivering the treatment, the monitor alert system gives a voice prompt warning, "bystanders, do not interfere." The residual risk associated with a bystander being shocked while in contact with the patient requiring defibrillation is disclosed in the patient manual as a warning. The warning is stated as "do not touch the patient while a shock is being delivered. Anyone touching the patient during a treatment may be shocked."

Event description:
Us distributor contacted zoll to report a nurse was touching the patient during a treatment, felt the treatment, but is not reporting an issue nor injury. The nurse has no injuries so does not want to provide name and has no concerns regarding the event as there was no serious injury.